Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulties were confirmed to be a link break. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, an unknown device issue occurred. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.